Event description:
Report received of a tubing rupture while in use with power injector; subsequently blood loss was noted. The power injector was connected to an unspecified tubing set that was attached to the clave of the extension set. It was reported that 100ml of visipaque was being injected at a rate of 2ml/sec. The psi setting was unspecified. After approximately 50ml was infused, the patient stated that she was feeling wet. Upon completion of the power injection, the patient was assessed. It was noted the tubing of the extension set "burst" below the clave. The visipaque came in contact with the clinician's hands, and the patient's hair and arms. The patient experienced approximately 4-5ml of blood loss. The intravenous line was discontinued. The patient was wiped with a wet cloth and the spill was cleaned up. The quality of the CT scan was sufficient and did not need to be rescheduled. There was no reported adverse patient effects. No medical intervention was required. Though requested, no additional information was provided.